Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 240 mg/dl. It was stated that the customer changed the infusion set on the morning of the hospitalization. Troubleshooting was performed and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.